Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a and b chambers of the external pulse generator (epg) were broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the a and b chambers of the external pulse generator (epg) were broken. The output connector assembly, the hanger assembly, and the lower case were broken. The display wires were pinched with wire exposed. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional tests. If information is provided in the future, a supplemental report will be issued.